Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/17/2008 to the present date 12/16/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported that the device is receiving alarm - error codes / messages, will not communicate on left iui. There was no patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device is receiving alarm - error codes / messages, will not communicate on left iui. There was no patient impact.